Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in a mildly tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8 atm when inflated for 3 to 4 times. The device was removed without any problems and procedure was completed with another of the same device. There were no complications reported.